Event description:
It was reported that the pt reports having an increase in seizure activity since (B)(6) 2010. At that time, the pt had a medication change, but it is unk if this is believed to have contributed to the increase in seizures. Attempts for further info have been unsuccessful to date.